Event description:
When testing stryker sustainability har36 harmonic ace shears, error "2 switch activations detected" message appeared on generator. Numerous troubleshooting options were attempted, however the same error message continued to occur.